Event description:
The patient reported that the adhesive pad did not stay attached to the body, on or about (B)(6) 2021 and after about 8 hours of use patient v-go fell off. Patient reports this has happened with 6 v-go 30 devices the most recent event being (B)(6) 2021. Patient has 1 v-go available .